Event description:
It was reported that the handpiece was being evaluated for functionality and it was discovered the mount is loose, preventing the test tip from being correctly torqued. No pt involvement occurred.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned with a loose mount and the nose cone cracked. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.